Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes thresholds were >5 volts at 4 months post implant. With an analyzer thresholds measured at 4.7 volts.